Event description:
Reference number (B)(4). Event occurred in the saudi arabia it was reported that patient faced high blood glucose event on 28-feb-2026. The patient treated with insulin pump. No further information available.